Manufacturer narrative:
Although the patient¿s exact weight is unknown, he is reportedly in his (B)(6). Without a valid part and lot number, the UDI is not available. This report is for one (1) unknown expert asian femoral nail (a2fn). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Original implant date unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that removal surgery of (B)(6) took place on (B)(6) 2016. During the surgery, the reported extraction screw was not attached to the nail. As it didn't function at all, the surgeon had to use the rescue set alternately to remove the nail. There was a 120-minutes surgical delay. No adverse consequences were reported. Patient is male and in his 30's. This complaint involves 2 parts. This report is 2 of 2 for com-(B)(4).